Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the elective replacement indicator (eri) early. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead required high output at times. The lead was reprogrammed to a different vector which allowed for a lower output. The lead remains in use. No patient complications have been reported as a result of this event.